Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) was used as normal procedure to achieve hemostasis, but hemostasis was not achieved. There was no reported patient injury. The device was used in an interventional procedure. Multiple attempts to obtain additional information were made without success. A non-sterile mynx control vascular closure device 5f along with the syringe involved in the reported complaint were returned for the investigation. Visual inspection of the received device showed that both button 1 and button 2 were fully depressed, and the stopcock was found opened. The sealant was not present in the device, and the cordis catheter sheath introducer (csi) related to the complaint was returned. Additionally, the device showed exposure to blood, and the balloon was not retracted even though button 2 was fully depressed. Per functional analysis, even though the sealant was not returned with the device, and both button 1 and button 2 were fully depressed as received, a functional test was executed with the device due to the presence of the balloon that was not retracted observed during the visual analysis. The device was reset to the manufactured state and the buttons 1 and 2 were fully depressed again to simulate the deployment and balloon retraction mechanisms. During the simulation, it was observed that the device worked as expected, retracting the balloon when the button 2 was fully depressed. The product history record (phr) review of lot f2224903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inability to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and the sealant was not present with the device as expected. However, an additional condition of ¿balloon-retraction jam¿ was noted in the returned device since the balloon was not retracted with button 2 fully depressed. The exact root cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the inability to achieve hemostasis event reported. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, and proper placement of the sealant at the arteriotomy. Additionally, if the balloon was not retracted before device removal, which was noted with the returned device, this could dislodge the sealant from the arteriotomy when removing the device from the patient. In regard to the balloon retraction jam event, it is also difficult to determine what factors may have contributed to the event with the limited information provided since there were no issues reported by the customer. The mechanism was tested to confirm correct balloon retraction after the device was reset and button 2 was depressed; and it was confirmed that the retraction mechanism worked correctly. However, as no evidence was collected about the device¿s internal configuration prior to the reset, the current results were considered to be reviewed per an additional escalation process after the product engineering team (pet) meeting agreed that this complaint shall be considered as a potential malfunction related to the manufacturing process. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. Per the IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the phr review and product analysis, the root cause could not be conclusively determined. However, the issue experienced appears to be related to the manufacturing process of the unit. Therefore, this event was captured under a risk assessment to address this issue.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2224903 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) was used as normal procedure to achieve hemostasis, but hemostasis was not achieved. There was no reported patient injury. The device was used in an interventional procedure. Additional procedural details were requested but are unknown. The device is being returned for evaluation. Addendum: the product evaluation shows the balloon was not retracted even when button 2 was fully depressed.